Manufacturer narrative:
Since the device was not returned for evaluation, a complete investigative analysis could not be performed. The root cause for the reported field event cannot be determined. Therefore, the question in section regarding similar incidents for this type of medical device with similar root cause is not applicable.

Event description:
During a follow-up in clinic, episodes of undersensing of the r-waves were noted on the device. No intervention was performed. The patient was stable and will continue to be monitored.